Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The provider attempted to place the jada system but was unable to get the device in because the patient was not dilated enough/though the jada system was not successfully placed, ae will be filed as use was attempted and unsuccessful. [Complication of device insertion]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas) referring to a female patient of unknown age. The patient¿s current condition included uterine atony. The patient¿s historical condition included pregnancy, cesarean section and twin pregnancy was delivered. The patient¿s concomitant medication and past drug reactions/allergies were not reported. This report concerned 1 patient and 1 device. On (B)(6) 2023, the provider attempted to insert with vacuum-induced hemorrhage control system (jada system) via vaginal route for post-partum hemorrhage but was unable to insert the device in because the patient was not dilated enough (not successfully placed) (complication of device insertion). Although information could not be confirmed, the reporter stated the health care professional (hcp) believed the hemorrhaging was caused by uterine atony and the patient was treated with methergine and pitocin and bleeding was controlled. The patient sought medical attention and patient did not died. No additional adverse event (ae) and product quality complaint were not reported. The reporter considered the event of complication of device insertion to be medically significant. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system) serial number and lot number were unknown. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan).